Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). System tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the universal surgical manipulator (usm4) was throwing recoverable error 23138. The procedure was completed by disabling the problematic arm and continuing with 3usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and it powered on with no errors. Due to hard recoverable error, arm 4 was disabled and the use was discontinued in which the procedure was completed with 3 arms. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) 4 was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known good system where the 23138 error was triggered indicating fault on the insertion axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where hall sensor was found to be failing on the insertion axis. Once testing was completed, the insertion hall sensor was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to a faulty axes controller spar hall sensor (acsh) which triggered error 23138 with a false signal.

Event description:
Refer to h11 for follow-up information.